Manufacturer narrative:
(B)(4): eval method = device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Conclusion = cause of event attributed to pt condition. Analysis: upon receipt of medtronic's quality laboratory, all leaflets were flexible but slightly stiff, possibly due to the decontamination process. Tears in the tunica of all cusps appeared to be due to the removal of host tissue during explant. A remnant of glistening off-white pannus remained attached to the tunica of the right cusp adjacent to the right non-coronary inferior coaptive area along the inflow margin of attachment. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Remnant of pannus and tears on the inflow show evidence of pannus extending 1 to 4 mm onto all cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization of the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that the pt with this bioprosthetic valve, implanted 1.5 years, was explanted due to a higher than expected gradient.